Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a new bag of morphine 100mg/100ml was hung at 2358 on (B)(6) 2019 and programmed to run at 12ml/hr over 8 hours. The set up was verified by a second rn. It was then found that the bag was empty at 0500 on (B)(6) 2019. The event occurred in the medical/surgical unit. There was no consequences or impact to the patient. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.